Event description:
The customer reported being treated by the paramedics and then admitted to the hospital due to low blood glucose of 15 mg/dl. Troubleshooting was performed. The customer stated that she did not manipulate the reservoir during rewind/prime and while connected. The customer's recent glucose reading was 138 mg/dl. The reservoir amount of insulin and status screen reflected proper units. The customer stated that she contacted her doctor and has made adjustments and verified the settings on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.